Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Event reported via medwatch # (B)(4). Intra-aortic balloon catheter developed a hole and catheter was removed. According to the notes, the iabp burst at approximately 01:48am and was removed. Later that date, after a cardiac procedure and arrival to the csicu is when patient coded and expired.

Manufacturer narrative:
Device available for eval? Changed from yes to no. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.